Event description:
The patient reportedly experienced intermittencies followed by loss of lock between the external equipment and the cochlear implant. External equipment was exchanged, but the issue was not resolved. Surgery to explant the patient's device has been scheduled.